Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 375 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past four days. It was stated that the events leading to the admission was vomiting consistently, and feeling faint. It was stated that the customer has been disconnected from the insulin pump for two days, and troubleshooting could not be performed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.